Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged having inaccurate readings with several sensors and the inaccurate readings started right around the time he got new transmitter. Patient insists this is a transmitter issue. There was no allegation of an adverse event. This complaint is being reported due to the allegation of a malfunctioning transmitter.